Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had non-OEM seals and case on it, had top case cracked by the left front bottom corner and visible contamination. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No fault was found with the device. Replaced interconnect board and speaker as preventive measure and performed self test/occlusion test. Updated also the device software. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service previously., corrected data: h4: correction: device manufacturing date: 24-jan-2019.

Event description:
It was reported that device exhibited an acu (auxiliary control unit) watchdog primary audible alarm two times. The speaker has been replaced once already. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.